Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
One day following a successful ablation procedure, aortic structural damage was observed on the non-coronary cusp. During the ablation procedure, the arrhythmia was observed in the right and left coronary cuspid and the mitra-aortic continuity. Retrograde approach was used to gain access to the heart however, difficulty in achieving stability was noted near the area of interest. The procedure was completed successfully. The following day, the patient experienced dyspnea and damage to the non-coronary cusp was diagnosed. Aortic valve replacement was needed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported aortic dissection may have been procedure related. Per the IFU, intimal dissection is a known risk during the use of this device.